Event description:
Facility was using the product for the first time and stated that they followed instructions exactly. The CT technician reported that following sterile preparation and 1% lidocaine local anesthetic, the 17-gauge core bone biopsy needle was placed approximately 1cm into the ilium. This was accomplished with some difficulty, and the needle was also extremely difficult to remove, resulting in a small 3 mm residual fragment being left in the pt's left ilium. Two small pieces of tissue were sent for histology. Physician explained the incident to the pt and indicated that the small portion of needle left is not a problem.